Event description:
It was reported that this right ventricular (rv) lead exhibited pacing and sensing issues and it was surgically explanted due to dislodgement. Helix mechanism issues were observed during the explant procedure. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned intact, not severed. Dried blood was noted in the helix housing and tip region, making helix testing unavailable. The lead passed electrical testing, the failure to capture and sense allegations were not confirmed. The helix mechanism issues allegation was confirmed based on the field report. Lab observations and field report were insufficient to verify dislodgement allegation. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing and sensing issues. The lead was surgically explanted due to dislodgement. Helix mechanism issues were observed during the explant procedure. No additional adverse patient effects were reported.